Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer started the insulin pump yesterday and has been having high blood glucose ever since. Customer's blood glucose was over 500 mg/dl. Customer treated with a manual injection. Customer had symptoms of high blood glucose such as having thirst and a headache. Customer's blood glucose went down to 374 mg/dl. Customer found 1 possible air bubble in the middle of the tubing. Caller performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Caller stated that the cannula was bent. It was explained that high blood glucose is often caused by site or set issues. Caller stated that her son removed the introducer needle before inserting. Troubleshooting was performed for the air bubbles. Air bubbles did not persist after the set change. Caller was advised to contact a health care professional to follow-up on the settings.